Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away and was pronounced dead at the hospital. The customer was not hospitalized. The cause of death was a possible heart attack. The caller stated that the customer had heart failure that may have led to the customer's passing. The customer¿s blood glucose was 40 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller agreed to return the insulin pump for analysis.